Event description:
In 2008, the pt reported that he became "disconnected" from his infusion device and his blood glucose was elevated. He stated that he reattached the infusion tubing and performed a bolus, but his blood glucose remained elevated. He attached a new infusion tubing and was assisted with priming. When asked for details of elevated blood glucose the pt stated "I'll have to get back to you later". Upon f/u five days later, the pt stated that he was able to resolve the issue and had no further concerns. The pt did not require medical assistance from a healthcare professional, or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.